Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the glass cap was rotating independently of the metal cap, indicating a glue failure. The metal cap exhibited debris adhesion on its surface, indicative of tissue contact. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber; therefore, the reported event is not confirmed. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including independent glass cap rotation due to glue failure. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broke. The procedure was completed with another fiber. No patient complications were reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber broke. The procedure was completed with another fiber. No patient complications were reported.